Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30136313l number, and no non-conformances was found during the review. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus/clot issue occurred. It was reported that after three (3) hours of using the catheter, it appeared to have a blood clot adhered to the tip of the thermocool® smart touch® sf bi-directional navigation catheter. The issue was resolved by changing out the thermocool® smart touch® sf bi-directional navigation catheter for another one. The procedure was completed without patient consequence. The generator was used in power control mode. The patient has not exhibited any neurological symptoms since the procedure was completed. The issue of a blood clot formation on the tip of the catheter has been assessed as an MDR reportable malfunction.